Event description:
Consumer was removing a tampon and the tampon came apart inside her. Upon tampon removal a piece of the tampon remained inside her. She removed the remaining piece on her own.

Manufacturer narrative:
Device history record reviewed and all indicated product met manufacturing specifications. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer did not return product for evaluation.